Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sought medical attention two weeks later and an oral antibiotic was prescribed. Returned for medical treatment 3 days later when an incision and drainage was performed and the oral antibiotic was continued. Returned again for treatment when another incision and drainage was performed and i.v. Antibiotics were administered. Consumer was admitted to the hospital. During hospital stay recieved oral antibiotics, i.v. Antibiotics and another incision and drainage was performed. Was dishcarged one wk later and was continued on oral antibiotics.